Event description:
It was reported that an altitude alarm occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to remove any obstructions from the speaker holes, clean them gently, and ensure the area was clear. Additionally, the customer was advised to remove and reconnect the current cartridge in the pump to resume insulin delivery.